Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet did not power on or charge despite use of multiple outlets and a replacement charging pad, and the user experienced elevated blood glucose after the pump powered down; the user administered insulin injections and returned to range. Symptoms included hyperglycemia without reported ketosis, loss of consciousness, or other complications. Outcomes included temporary interruption of insulin delivery and user-performed corrective action with injected insulin. Investigation included troubleshooting and the device was replaced for continued therapy. Investigation of the case revealed a charging and power failure consistent with battery depletion or charging system malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or battery fault of the device.